Event description:
One week post implant, testing showed a probable rv lead dislodgement. All testing numbers were below standard parameters. Future lead revision was planned. At the two week post-implant follow up, patient presented with high capture thresholds. The lead was replaced when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgicial procedure.